Event description:
There was an allegation of a questionable ise indirect gen.2 potassium result from the cobas 6000 c501 module. The initial result from a heparin plasma in a sample cup was 5.24 mmol/l and was reported outside of the laboratory. The doctor did not believe the first result because it was not consistent with the patient's condition. The original sample could not be repeated due to low sample volume. The repeat result from a different sample (edta plasma) was 4.53 mmol/l. It was found the edta tube had a clot. The repeat result was believed to be correct. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The quality control results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As only the potassium assay was affected, ise/reference flow problems, a mis-sampling caused by pre-analytical factors, or a calibration problem could be ruled out. As the repeat result was measured from a newly drawn sample, issues with the blood collection (hemolysis), contamination caused by splashes of kcl, or a contaminated sample cup could not be ruled out. Medwatch field d4 - serial no and b6 - relevant test/laboratory data were updated.